Event description:
When guidewire was removed, not intact. Md aware, device representative aware. Cv surgeon consulted - np at bedside speaking with patient and physician. Patient and family notified. Device and packaging obtained for inspection and review. Patient access and monitored. Device visualized on fluoroscopy, md states in stable position, no treatment necessary at this time. FDA safety report ID # (B)(4).